Manufacturer narrative:
On july 22, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2.0 instrument serial number (B)(4); the camera report was acceptable. July 23, 2019 immucor confirmed presence of the e antigen on cell 2 of retention capture-r ready-screen 3 lot number r067 in manual capture retention using capture-r ready indicator cells lot number 221869 with retention anti-e lot ab4929. Controls performed as expected. Cell 2 resulted positive as expected. Retention product performed as expected. On july 24, 2019 immucor performed an antibody screen on returned patient sample with an echo lumena using retention capture-r ready-screen 3 lot number r067 and capture-r ready indicator cells lot number 221869. Controls performed as expected and return sample resulted positive with cell2 (e+e=). The customer issue was not reproduced. Retention product performed as expected. The immucor internal report record number for this report is mdr723820.

Event description:
On july 22, 2019 a customer reported an unexpected negative screen result using capture-r ready-screen 3 on the galileo echo v2.0 instrument.